Manufacturer narrative:
The patient date of death was unknown; therefore notified date was used as the most reasonable estimation. Concomitant medical devices: product ID: neu_unknown. Product ID: neu_unknow n_cath, product type: catheter. (B)(4).

Event description:
Information was received from a patient, via an healthcare provider (hcp), regarding an unknown patient who was receiving an unknown medication via an implantable pump. Indications for use, concomitant medications, and patient history were not reported. It was reported that one person had died because the "backron mesh" was left in; they passed away due to the "backron mesh" causing a severe infection that killed them. On 2015-08-31, additional information was received from a nurse at the office of the physician. According to the nurse, after reviewing records, the office had never had a patient death related to the pump or infection; the nurse stated "this just didn't happen. No additional information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown should have been reported as neu_pouch_acc and the product type should have been reported as accessory. The lot#, serial#, implant date, and explant date remain unknown.